Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6 lot 63207152 sterility is considered breached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported the product packaging was compromised. The seal was reported to be broken by the implant breaking or cracking the sterile packaging from the inside. There are no visible signs of damage in either direction of internal packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4). D1: femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 17 172 mm stem length cementless. D10: 00786401800 femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 18 172 mm stem length cementless 63602616 00786401820 femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 18 172 mm stem length cementless 62721814 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.